Manufacturer narrative:
(B)(4). Batch # n53r5p. Additional batches in lot n4l920. Batch #: n53t14. Manufactured date: 03/01/2016. Product exp. Date: 02/28/2021. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Batch #: n53l56. Manufactured date: 02/18/2016. Product exp. Date: 01/18/2021. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The analysis results of the lt200 cartridge found that it was received disassembled. No clips were present. The cover was separated from the base. The latching feature was evaluated and both cover tabs were noted to be damaged leading the found condition of the cartridge. In order to avoid this kind of issue, it is recommended to insert the clip cartridge into the loading base. Grasp the applier in the box lock area using pencil grip technique. Insert the jaws of the instrument into the individual cartridge slot, making sure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the bottom of the lt200 falls out. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.